Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient presented to a routine follow up and a substantial decrease in the estimated longevity of the device battery was observed. The physician alleged that this drop in longevity could have occurred due to frequent mode switching during atrial flutter events. Boston scientific technical services were contacted again and confirmed the device was prematurely depleting. They recommended device replacement within 60 days. The device was subsequently explanted and replaced to resolve the event.. The patient was stable with no additional adverse consequences reported. This device has been received for analysis.

Event description:
It was reported that the patient presented to a routine follow up and a substantial decrease in the estimated longevity of the device battery was observed. The physician alleged that this drop in longevity could have occurred due to frequent mode switching during atrial flutter events. Boston scientific technical services were contacted again and confirmed the device was prematurely depleting. They recommended device replacement within 60 days. At this time, the device still remains implanted and in service. The patient was stable with no adverse consequences reported.

Event description:
It was reported that the patient presented to a routine follow up and a substantial decrease in the estimated longevity of the device battery was observed. The physician alleged that this drop in longevity could have occurred due to frequent mode switching during atrial flutter events. Device data was forwarded to boston scientific technical services for further review and recommendations. No patient consequences were reported and the device remains implanted.